Event description:
This was originally reported on the (B)(6) 2011 alternative summary report, however, analysis findings revealed a circumferential tear and a shaft fracture. It was reported that during an angioplasty procedure a balloon rupture occurred. The details of the lesion are unknown. The physician went to use a (B)(4) balloon and it ruptured. The number of inflations and to what atmospheres are unknown. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Event date: (B)(6) 2011. Device evaluated by manufacturer: the device was received in two sections as a result of a break occurring close to the tip (785mm distal to the strain relief). A complete circumferential tear had also occurred 30mm distal to the proximal edge of the balloon sleeve. Visual and tactile examination of the device revealed the shaft was flattened between 25mm and 30mm proximal to the proximal balloon sleeve. The shaft was severely twisted and kinked along its length. The distal section of the balloon device was received bunched up and covered in blood. This section was soaked in warm water with mucasol in order to dissolve the blood. An attempt was made to pull the balloon material apart and it was noted that 15mm of the tip and the distal markerband was pushed inside the balloon material. The balloon material was severely creased. The proximal markerband was not received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).